Event description:
The customer reported that the paramedics were called and treated pt low blood glucoses with glucagon. It was stated that the reservoir was filled with 150u, and only shows 14u in the morning. It was denied that the pump was dropped. Advised the customer to revert to back up plan. Later on it was informed that the pump was set at u50 and accidentally the customer programmed a 25u bolus last night.